Event description:
The patient was under going surgical procedure of "laparoscopic cholecystectomy" where an endocatch bag used to place dissected gallbladder in had [invalid] break while the surgeon was trying to remove it from abdomen. The review revealed the surgeon was able to remove 1st bag and gallbladder using a second endocatch bag. There was no reported adverse effect on the patient and the patient tolerated the procedure with no other complications.